Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) triggered end of life (eol). The device went into storage mode last year and was being changed out. No adverse patient effects were reported. Additional information was requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate that this device remains in service. If additional information is received this report will be updated.